Event description:
It was reported that during a varicocele intervention procedure, coil removal difficulties were encountered. The target lesion was located in the moderately tortuous gonadal vein. This 12mm x 40cm interlock -35 coil along with a 5f terumo glidecath were selected and advanced to the lesion; however, the coil became stuck and friction was noted when it was halfway out of the 65cm catheter. The physician had to retrieve the coil and essentially ended up removing the entire catheter. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.

Event description:
It was reported that during a varicocele intervention procedure, coil removal difficulties were encountered. The target lesion was located in the moderately tortuous gonadal vein. This 12mm x 40cm interlock-35 coil along with a 5f terumo glidecath were selected and advanced to the lesion; however, the coil became stuck and friction was noted when it was halfway out of the 65cm catheter. The physician had to retrieve the coil and essentially ended up removing the entire catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the coil was inspected and the proximal end was severely stretched. Dried blood was present on the fiber bundles. The main coil interlocking arm had been pulled off the coil and there was evidence of welds. The coil was soaked in luke warm water to remove the blood for additional inspection. The coil zap tip shape and surface was smooth. As the proximal end of the coil was stretched and broken the proximal fiber spacing and primary coil length dimensions could not be measured. The coil dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "the interlock - 35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." "In order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).